Event description:
It was reported that the system would intermittently not display an image on the left monitor. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ip, video, controller pcbs and all the connectors were reseated. The system was tested and found to be working as intended and returned to service.